Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was sleeping when her daughter tried to wake her up, however, she found the patient to be unconscious. No cgm or bg comparison values were provided at this time. The patient¿s daughter called an ambulance. Once the paramedics arrived, the patient¿s cgm was reading 253 mg/dl and the bg meter was reading 10 mg/dl. The patient was treated with IV glucose and transported to the hospital. The patient regained consciousness the next day while hospitalized. The patient was discharged home 2 days later once her bg levels stabilized. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.